Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with right atrial lead polarity switch in (B)(6) 2017 after a trending of low impedance. It was noted that the lead exhibited noise which led to inappropriate automatic mode switching. Noise led to some pacing inhibition, but the patient was mostly atrial paced 95%. The lead was capped and replaced on (B)(6) 2017. The patient was stable.